Event description:
It was reported that the biomed had an arctic sun device that was not heating up, water level was full, and the device was only heating up to 21-23 degrees and drain 0.5 liters from the right drain port and the device heated to 42 degrees. They were going to complete the functional check and put it back in service. They called back and said the device was not cooling, they checked chiller temperature (t4) and it was at 4.3 degrees and going to order a new mixing pump and replace it in house. System hours were 815.0. Per follow up information received via phone on 05jan2024, spoke with biomed who confirmed the device had been overfilled causing the heating issue. The mixing pump was ordered and replaced to correct the cooling issue. Device passed verification test and sent back to service.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as investigation confirmed it is a use of device issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not heating up, water level was full, and the device was only heating up to 21-23 degrees and drain 0.5 liters from the right drain port and the device heated to 42 degrees. They were going to complete the functional check and put it back in service. They called back and said the device was not cooling, they checked chiller temperature (t4) and it was at 4.3 degrees and going to order a new mixing pump and replace it in house. System hours were 815.0.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as investigation confirmed it is a use of device issue. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not heating up, water level was full, and the device was only heating up to 21-23 degrees and drain 0.5 liters from the right drain port and the device heated to 42 degrees. They were going to complete the functional check and put it back in service. They called back and said the device was not cooling, they checked chiller temperature (t4) and it was at 4.3 degrees and going to order a new mixing pump and replace it in house. System hours were 815.0. Per follow up information received via phone on 05jan2024, spoke with biomed who confirmed the device had been overfilled causing the heating issue. The mixing pump was ordered and replaced to correct the cooling issue. Device passed verification test and sent back to service.